Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, the catheter was found to be broken. The distal catheter segment was migrated to the vessel and removed via the femoral vein. The doctor guessed that the patient's delirium-induced self-removal of the catheter was more likely than a problem with the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break between the 6cm and 7cm depth markings. Material whitening was observed in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the break. Microscopic inspection of the break site revealed a granular fracture surface. The outer catheter wall and the inner web wall exhibited deformation at the break site. The fracture features, tensile weakness and deformation were typical of material failure due to pulling stress. These findings were consistent with the event description which indicated that attempted catheter removal by the patient likely contributed to catheter breakage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, the catheter was found to be broken. The distal catheter segment was migrated to the vessel and removed via the femoral vein. The doctor guessed that the patient's delirium-induced self-removal of the catheter was more likely than a problem with the catheter. There was no reported patient injury.